Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) with a heart-rate at 170 beats per minute (bpm). It was suspected that the device was functioning as designed and the device was programmed, but during re-programming the device shocked the patient. The device was checked and was unable to be interrogated; therefore the physician could not confirm the device was capable of performing its essential function and elected to explant the device. During the replacement procedure, this right ventricular (rv) lead was surgically abandoned (the serial number of the lead is unknown at this time) due to an insulation issue observed and a new lead was implanted. The device was removed and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned for analysis;therefore the clinical observation could not be confirmed. However, the explanted device was sent back for analysis. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection of the device header and case noted visual inspection noted tool marks on the swollen case. The case on the device was opened and internal visual inspection revealed no irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device was found to have no telemetry that was established. It was noted that resistance testing indicated the device had output bridge damage. An external power source was set to the device and connected to the circuit and the device revealed that it would not restart. Product analysis was able to confirm induced damage and conclude that the cause of the no telemetry condition is the device was delivering a shock into a shorted lead. The device was archived.